Manufacturer narrative:
Document review: gmk sphere flex tibial insert size 4 left - 14 mm: ref. 02.12.0414fl / lot 132007 (B)(4). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. From the data collected, there are no evidence that the event is device related.

Event description:
Ref imp# (B)(4).